Event description:
Boston scientific received information that this right ventricular (rv) exhibited increased threshold measurements with intermittent loss of capture. A revision procedure was performed. All lead diagnostics were stable and within acceptable limits after repositioning the rv lead. To date, no adverse patient effects were reported with this clinical observation.

Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.